Event description:
It was reported the customer was having low blood glucose. The customer also reported being hospitalized for low blood glucose that led to her being in a coma. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 20 mg/dl. She also stated that she was experiencing low blood glucose ever since she was hospitalized for a congestive heart failure. Customer also reported that while being hospitalized for her congestive heart failure, the nurse had made adjustment to her insulin pump's settings. The customer's blood glucose was 45 mg/dl at the time of the call. The customer had treated for her low with juice. Troubleshooting was able to assist the customer in correcting her basal rates. It was also found the customer's boluses were not recorded in her insulin pump. Customer also reported her blood glucose was 410 mg/dl at the end of the call. Customer stated they would treat with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.